Event description:
An abbott representative reported an issue with the architect sw version 3.11, 2.6, 2.11, 2.0, 2.2, and 3.10. Incorrect patient demographic information can be populated during host transmission and the previous sample's demographics can be associated with the patient sample/result that contained minimum information. It was determined that the issue has existed on-market since the release of architect software version 2.00. No impact to patient management per reporter.

Manufacturer narrative:
This complaint describes misassociation of demographic information. The complaint ticket was opened as a result of product reporting system prs02631, which document that incorrect (miss-associated) patient demographic information can be populated during most transmission. The issue occurs when host orders are sent to the lis and a sample contains the minimum amount of information in the patient information record. As a result, the previous sample's demographics are associated with the patient sample/result that contained minimum information . The issue was discovered internally during performance test on the architect software version 5.00. However, the investigation determined that the issue has existed on-market since the release of architect software version 2.00. The issue is being investigated as a level 2 complaint. A review of the MDR investigations for the architect csystem (ln 1g06-01) and architect sw (5f48) over the time period of seven months in 2007, was performed. The results of the review did not find a systemic issue with the analyzer system. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. End of report.